Event description:
Caller states that the following results were obtained on a patient using two meters within 10 minutes: 27 mg/dl (advantage system 1) and 120 mg/dl (advantage system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the advantage system 2. Reference medwatch with (B)(6) for the advantage system 1.